Event description:
The customer reported that there was a failure to alarm for a qt arrhythmia event. The patient expired.

Manufacturer narrative:
(B)(4). The customer reported that there was a failure to alarm for a qt arrhythmia event. The patient expired. Further information from the customer showed that the clinical staff had removed the telemetry monitor for bathing and the patient re-connected the telemetry set, but did not resume monitoring. The telemetry transceiver was performing as intended. The device labeling adequately describes initiation of monitoring using telemetry and the described use model clearly specifies that this device is use by trained clinical staff. Lack of monitoring is obvious to clinicians at (B)(4) because there is no patient waveform visible in the patient sector. Philips will consider that this lack of monitoring was due to use outside normal and expected. Consideration of this complaint and trending for this issue supports that there was no malfunction or health risk and there are no design, manufacturing, materials, or labeling problems. No further investigation or action is warranted.